Event description:
Evaluation summary: traces of blood were detected on the haemostatic valve and on the stopcocks. A kink was detected close to the hub. Negative pressure was applied to the inflation ports with a vaklok syringe filled with water: after 20 seconds bubbles remained on the proximal inflation line. Both balloons were inflated using a syringe filled with water with the t-safety valve connected. A leakage was detected on the surface of proximal balloon. Upon inspection, a burst was detected on the surface close to the distal bonding. A stressed sign was detected close to proximal bonding.

Manufacturer narrative:
Evaluation, results: incorrect technique (force applied when resistance was felt). Conclusion: use error caused or contributed to event (force applied when resistance was felt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a mo.ma ultra proximal cerebral protection device to treat a moderately calcified lesion in the left internal carodit astery (ica) with 98% stenosis. The left carotid ostium was diseased, calcified and had an acute angle. Difficulty was experienced when navigating the ostium of the left ica at the arch and a lot of pressure was required. A syringe was used for inflation purposes and was reported to be very difficult to inflate. The balloon did inflate but appeared strange, like it was pulled away from the sheath. It was reported that the procedure was completed with another manufacturer device. Patient was reported to be fine post procedure. No clinical sequelae were reported.

Manufacturer narrative:
Results: evaluation in progress - no root cause can be determined. Conclusion: evaluation in progress. (B)(4).